Event description:
It was reported that inappropriate shocks were observed. Alert noted for possible output circuit damage. The physician opted to turn off hv therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.